Event description:
It was reported that approximately one month post implant, the patient began feeling significant stimulation. During the device follow up appointment, the physician was unable to determine what kind of stimulation was being experienced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.